Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during initial drain. The drain volume was 5059 ml. This event meets overfill criteria. This is report 4 of 5.

Manufacturer narrative:
(B)(4). The device was evaluated and it was determined to meet functional and electrical performance specification requirements per rite testing. Review of the device's previous service record revealed no issues that may have contributed to the issues of iipv. The device was evaluated and no failure or malfunction was identified that could have caused or contributed to the iipvs found in the device logs. The assignable cause of the iipv was determined to be: insufficient drain. Use error, tidal uf removal set too low. Labeling was reviewed and found to be sufficient. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of over-delivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). On (B)(4) 2010, product surveillance followed up with the nurse and provided the results of evaluation and the probable cause identified. The nurse stated that she would check the patient's tidal uf setting. The nurse also reported that the hp was doing well on the new cycler with no reported issues. No patient injury or medical intervention was reported.